Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and no pacing was observed, however the patient had an intrinsic rate of 53 bpm so no report of any patient harm as a result of no pacing. It was noted that approximately 3 months earlier the patient performed a patient initiated interrogation and the device was still at middle of life range. Concern of premature battery depletion was expressed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently in analysis. When analysis is complete, this report will be updated accordingly.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed the device had no telemetry and a memory download could not be performed. The device casing was opened and the internal components were tested. A leaky capacitor was confirmed which caused the device battery to deplete prematurely.

Event description:
--